Event description:
On (B)(6) 2014, the patient underwent treatment of a descending thoracic aortic aneurysm with a conformable gore tag thoracic endoprosthesis. The ctag device was reportedly advanced and deployed with no issue using an 18 fr cook sheath. It was reported that during the withdrawal of the delivery catheter back into the sheath, the device caught on the edge of the sheath, causing the leading olive to completely separate from the graft and remain within the patient. The physician was able to snare the olive for removal from the patient. The procedure was concluded with no further issue, and the patient tolerated the procedure. It was reported the cause of the olive separation was the incompatibility of the ctag device with the cook sheath.

Manufacturer narrative:
The device was returned to gore for evaluation. During the investigation it was observed that the leading olive was separated from the remainder of the catheter body. The condition of the broken leading end of the ctag catheter was indicative of necking and breaking of the dual lumen. Significant damage is present on the proximal end of the leading olive indicating forceful interference with distal end of the cook sheath. The findings from the evaluation are consistent with the reported observations. The root cause for the leading olive detaching from the ctag catheter was the retraction of the catheter against resistance.the review of the manufacturing paperwork verified that this lot met all pre-release specifications.